Event description:
It was reported that as lvp 20d 3ss cv tubing kinked and the air in line alarm went off on 12 occasions. The following information was provided by the initial reporter: material no: 2426-0007 batch no: unknown. It was reported lines are kinked or bent anywhere but usually immediately before and after the part of the line that goes into the pump channel. Customer response 20 aug 2020: are you able to give a specific date/time for this instance that happened? It has been happening intermittently for a year or more, but has increased in frequency since roughly february. It seems like this has been a more consistent issue since the lines started coming coiled differently. Previously lines came coiled in one large series of loops. Currently lines come with 2 smaller coils, 1 at each end of the part of the line that goes into the pump channel. That seems to cause more kinks and bends at the end of the drip chamber, and at the ends of the pump channel section of the tubing. Was there patient involvement or harm for this specific instance? If so can you provide any information such as age, weight, diagnosis? To my knowledge there has been no significant patient harm aside from delays, due to excessive air-in-line alarms when a bent line escapes the compounding staff's notice and makes it up to the floor. There is also considerable waste as we are throwing out some unused lines and some partially used compounded items if the line cannot be safely changed without risk to compounding staff.

Manufacturer narrative:
08/27/2020 correction: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 20026906. D.4. Medical device expiration date: 2023-02-24. H.4. Device manufacture date: 2020-02-24. Investigation conclusion: it was reported that the sets are kinked before or during use. Received three new primary sets model 2426-0007 lot 20026906 (set 1-3). Also received nine primary sets model 2426-0007 lot unknown with their original caps, taped and coiled without their packaging pouches (set 4-12). The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that set (1-4, 6-7, 10) found kinks on the tubing (p/n 660132) below the drip chambers¿ outlet ports (p/n 630-00362). Inspection of set (5, 8-9, 12) also found kinks on the tubing (p/n tc10011704) above the upper fitments and one kink at the lower distal tubing (p/n 660132) above the male luer of (set 11). Closer inspection of the kinks did not observe any presence of excess solvent. No other anomalies or evidence of damages were observed upon initial visual inspection. Functional testing was performed by attaching the sets to a lab IV bag filled with blue dye water. One 18 gauge cannula was attached to the sets¿ male luers. The sets primed successfully as-received with no flow issues. The sets were then attached to a lab primary set and loaded into a lab pump module for primary infusions. The infusions were programmed at a rate of 100ml/h and vtbi of 100ml. The infusions completed with no alarms, occlusions, or any issues. The sets were massaged to their normal state without any evidence of hardened tubing. The sets were pressure tested while submerged underwater (per dir # 10000360033 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No occlusions or anomalies were observed. Equipment used (measurement and testing performed on 19sep2020) air pressure regulator with pressure gauge, eq00151, calibration due date: 07nov2020. 8015 alaris pcu 1.5, eq08330, calibration due date: 04aug2021. 8015 alaris pcu 1.5, eq10291, calibration due date: 20mar2021. 8100 alaris system lvp, eq08327, calibration due date: 16nov2020. 8100 alaris system lvp, eq103048, calibration due date: 12aug2021. 8100 alaris system lvp, eq08470, calibration due date: 05jun2021. 8100 alaris system lvp, eq08475, calibration due date: 12aug20201. 8100 alaris system lvp, eq08328, calibration due date: 05jun20201. 8100 alaris system lvp, eq102428, calibration due date: 13aug2021. A device history record for model 2426-0007 with lot number 20026906 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 24feb2020. The search showed that there were no quality notifications for the failure mode reported by the customer. A device history record for the sets with no lot numbers could not be performed as no lot number was provided by the customer. The customer¿s report that the sets are kinked before or during use was confirmed as received due to a cosmetic kinks on each set. The root cause of the kinked tubing below the drip chamber was identified as the packaging/coiling method during packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20037423, medical device expiration date: 2023-03-31, device manufacture date: 2020-03-31. Medical device lot #: 20026906, medical device expiration date: 2023-02-24, device manufacture date: 2020-02-24. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing kinked and the air in line alarm went off on 12 occasions. The following information was provided by the initial reporter: material no: 2426-0007, batch no: unknown. It was reported lines are kinked or bent anywhere but usually immediately before and after the part of the line that goes into the pump channel. Customer response 20 aug 2020: are you able to give a specific date/time for this instance that happened? It has been happening intermittently for a year or more, but has increased in frequency since roughly (B)(6). It seems like this has been a more consistent issue since the lines started coming coiled differently. Previously lines came coiled in one large series of loops. Currently lines come with 2 smaller coils, 1 at each end of the part of the line that goes into the pump channel. That seems to cause more kinks and bends at the end of the drip chamber, and at the ends of the pump channel section of the tubing. Was there patient involvement or harm for this specific instance? If so can you provide any information such as age, weight, diagnosis? To my knowledge there has been no significant patient harm aside from delays, due to excessive air-in-line alarms when a bent line escapes the compounding staff's notice and makes it up to the floor. There is also considerable waste as we are throwing out some unused lines and some partially used compounded items if the line cannot be safely changed without risk to compounding staff.